Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged visulisation particles in tubing/chamber. There was no report of harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an alleging an issue related to a CPAP device's sound abatement foam. The patient alleged not getting sleep and visualisation particles in tubing or chamber. There was no report of harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation, I was unable to directly address the symptoms outlined in the complaint. Confirmed that there was evidence of sound abatement foam degradation or breakdown observed in the base unit. Confirmed the presence of contamination in the airway. In this report, section h6 health effect - clinical code missed to capture in previous report. It has been updated or corrected in this report. In this report, section d9, g3, h3, h6 has been updated.